Event description:
It has been reported to philips that the azurion 7 m12 system experienced a live display problem. The system was in clinical use and no harm has been reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was an error with the live display. Upon functional testing, fse found that there was an issue with the live monitor cable. Fse reseated the live monitor cable. After reseating the live monitor cable, the system was returned to use in good working order.the codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.